Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 306 mg/dl. Bg was addressed via a correction bolus. The customer alleged the pump was not delivering a bolus as intended; however, this could not be confirmed as customer declined troubleshooting with tandem technical support, and declined to provide additional information.